Event description:
A (B)(6), male, patient, contacted zoll customer support to report that his belt would not make a secure connection with the monitor, and he had to insert it several times for it to lock in. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (trunk connector won't latch) has been confirmed. Upon evaluation pins 1 and 10 in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified, but was likely the result of excessive force applied during mating. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.